Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the rx herculink elite renal stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 2.5 years after the implantation of the rx herculink elite stent in the moderately calcified, right renal artery, the patient expired of unknown cause. The patient was not taken to the hospital at the time of death. An autopsy was not performed. A death certificate was not available. There was no additional information provided.